Event description:
The quality assurance department of datascope corporation's cardiac assist division became aware of iab balloon leak events occuring between september 1990 through february 1991. The information was reported in the 1995 issue of "chest"; volume. 108, pages 1495-1496. The iabs in question were not returned to datascoe. This is literature reference only. No further information is available. (Event complications: unknown. (Pt's current status: unknown.